Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). Suspect strips were not returned by the customer. Strips were not returned.